Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick collection system had too much suction and troubleshoot call had been made. Then representative stated that the patient had been using the system less than 90 days.